Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) programmed parameters were altered by a magnetic resonance imaging (MRI). It was noted the patient had fast ventricular tachycardia (fvt) zone programmed on at implant, however, during an in-office device check, there were no parameters available on the printouts even though the fvt zone was programmed on. It was added the patient then received a MRI approximately one week later and the next month, the physician noted the patient did not receive two rounds of expected antitachycardia pacing (atp) therapy, as the fvt zone was turned off at some point, and the fvt was consequently treated with an appropriate ventricular tachyarrhythmia shock. It was suspected the MRI scan programming affected the fvt zone programming. The crt-d was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.